Event description:
The customer states that the axsym analyzer is generating discrepant patient results. The customer states that one patient sample generated an initial total b-hcg assay result of 355 miu/ml. The customer then made a 1:10 dilution of the sample and generated a final result of 730 miu/ml. No suspect results have been reported from the lab. A service call has been initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer sited and found that the axsym analyzer had a broken matrix carousel motor gear wheel. The fse replaced the matrix carousel and processing carousel v-wheels. The fse also found the sample pipettor was dispensing about half the expected volume. The fse replaced the sampling pipettor buffer delivery pump. Precision runs were performed to verify the axsym analyzer's performance after service was completed, and all control results were within the expected ranges. The fse documented that the likely cause of the discrepant result issue was the sampling side buffer pump dispensing half of its expected volume. Subsequent instrument operations and test results were acceptable. The axsym system operation manual (list no. 9a26-06) and the total b-hcg package insert 34-7758/r3 both contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of complaint tracking and trending; field service intervention. Analyzer, carousel v-wheel.